Event description:
A pt experienced intermittent anxiety spells. A physician wanted to rule out a granuloma, or a catheter issue. The physician was unsuccessful at attempting to access/aspirate the catheter access port in regards to troubleshooting the catheter. The pt's outcome was not reported. No pump volume discrepancies were noted. Add'l info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).